Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the common femoral artery. The 100% stenosed lesion was located in the severely calcified right superficial femoral artery. A 4mm sterling balloon was used for pre-dilation and a non-bsc stent was then successfully implanted in the target lesion. The 6.0 x 60/135mm f/g sterling monorail balloon used for post-dilation ruptured after several inflations. The device was removed intact and the procedure was completed with the 4mm sterling balloon that had been used for pre-dilation previously in the procedure. No patient complications were reported and the patient's status is good.